Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#2134265-2014-00922. It was reported that chest pain and stent profile issues occurred. The target lesion was located in a totally occluded mid right coronar artery (rca). The 2.4x24mm promus premier stent was implanted in the mid rca. The 3.50x16mm promus premier stent was implanted in the proximal rca. Final shots were taken, and the stents in the artery looked good. The patient later complained of chest pain and another catheterization was performed. The distal portion of the rca appeared to have an irregular appearance. The 2.4x24mm promus premier stent appeared to have a plaque prolapsed. The stent was then ivus and it appeared to be a concentric appearance for both stents. The physician decided to place a 2.25x28mm promus premier stent in the distal rca and a 2.25x28mm promus premier stent proximal to the previous stent. The final result looked satisfactory and patient is currently doing well.